Event description:
It was reported that the patient presented to the hospital with the pacemaker in back-up mode. The pacemaker was failing to be interrogated via inductive telemetry and radio frequency (rf) telemetry. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of device in backup mode, no rf telemetry and no inductive telemetry were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
Correction: h11 should have been included in most recent submission - "the device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states."